Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio st (device #2) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this is an addendum to the initial MDR representing the bard/davol ventrio st (device #2). This supplemental emdr was submitted to report the date of event provided in the legal claim. No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #1). (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #2). The patient is making a claim for an adverse patient outcome against the two (2) ventrio st (device #1 and device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio st and ventralight st on (B)(6) 2013 and/or (B)(6) 2014 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against all the devices. It is alleged that the patient sustained unspecified injuries on (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Note: the date of implant for ventralight st will be considered as (B)(6) 2017, since the initial legal claim identified the implant dates for the two ventrio st as (B)(6) 2013 and (B)(6)2014.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio st (device #2) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st (device #2). An additional emdr was submitted to represent the bard/davol ventrio st (device #1). Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #1). On (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #2). The patient is making a claim for an adverse patient outcome against the two (2) ventrio st (device #1 and device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."